Event description:
The customer's wife reported on (B)(6) 2013 at 10:00 pm her husband activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: 12:35 am, 18.7 mmol/l, 337 mg/dl. At 11:00 am he noticed there was insulin leaking on his back side where the pod was placed and he decided to remove the pod. He gave a manual injection of 26 units of insulin. His wife also stated that she was not sure if the cannula was inserted properly under the skin. He was able to activate a new pod and at 12:30 pm he gave another manual injection of 15 units of insulin. At 1:41 pm his bg lower to 22.7 mmol/l (409 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.